Event description:
Customer reported a tandem mobi cartridge alarm, which caused blood glucose levels to exceed 500 mg/dl. Customer took corrective action using a correction bolus via the pump without requiring third-party assistance. Technical support confirmed the occurrence of cartridge alarm 34 and arranged for a replacement pump to be sent. Customer was provided with instructions for returning the faulty pump and was advised on steps to take with the replacement. There was no exposure to external magnets, and customer had the most up-to-date software for the pump. Warranty was confirmed valid, and customer intended to use mdi as backup therapy.